Manufacturer narrative:
Full UDI unknown since no lot number was provided. No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. This report is to follow up with medwatch report from customer filed to FDA date 11/09/2015 patient identifier# (B)(6).

Event description:
Laparoscopic surgery for bilateral salpingo-oophorectomy and appendectomy - "patient had laparoscopic surgery for bilateral salpingo-oophorectomy and appendectomy. A gynecological surgeon performed the bilateral salpingo-oophorectomy and appendectomy. It is undetermined if more than one retrieval system was used to removed the specimens. Post surgery, the patient experienced intermittent pain at the trocar site where the specimens had been removed from. After seeing both the gyn and general surgeons again, the general surgeon felt the patient had a hernia at the site. During the hernia surgery, the general surgeon found a piece of the retrieval device had become lodged in the patients intramuscular tissue. The object appeared to be the bead shaped portion of the device that closes the strings of the bag part of the device. It had separated from the device. The peritoneal space was not entered, the foreign object was removed and the surgery completed. There was no hernia found." Type of intervention- "patient had to return to surgery on (B)(6) 2015 where the portion of the retained device was discovered." Patient status - "patient has returned to work."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is not possible to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  All inzii® retrieval systems undergo 100% visual inspection during the assembly and packaging process. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. This report is to follow up with medwatch report from customer filed to FDA date (B)(6) 2015 patient identifier# (B)(6).